Event description:
Device 2 of 4. Reference MFR reports: 1627487-2012-04703, 04705, 04706. During a trial, the pt received two leads with different mode numbers, and three extensions (two with the same lot number). It was reported, the pt had an infection, and all of the devices were removed. It was reported a culture was taken, but did not provide results, since the pt had already taken antibiotics. F/u identified the pt was still on antibiotic therapy.

Manufacturer narrative:
Eval: method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.